Manufacturer narrative:
The investigation determined that a non-reproducible amon result was obtained from non-ocd biorad quality control fluid on a vitros 5600 integrated system the most likely assignable cause for the non-reproducible vitros amon result is instrument related. A review of historical amon qc performance identified atypical within-laboratory vitros amon qc performance. The customer performed maintenance actions to the microslide incubator and the evaporation caps. Following completion of maintenance actions, significantly improved vitros amon quality control performance has been maintained using the same vitros amon reagent lot.

Event description:
A customer reported a non-reproducible vitros amon result was obtained from a non-ocd biorad quality control fluid processed using a vitros 5600 integrated system. Biorad level 2 vitros amon result 105.577 versus expected 83.4 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho has not been made aware of any erroneous vitros amon results obtained or reported from the laboratory during the time frame of this event. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. (B)(4).